Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a step during testing and the device's oxygen blending module board was replaced to address the issue. The device was not in patient use. The oxygen blending module board was not replaced. The device was not repaired per the customer's request.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a step during testing. The device was not in patient use. The device was returned to a third-party service center for evaluation, and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was failing a step during testing. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.